Event description:
The pt was admitted in the hosp in may for surgery to remove a cyst in their pancreas. The night before and the morning of the surgery the pt received error messages on the meter; however, the pt does not recall what kind of error messages they received. The pt was and the morning of the surgery the pt received error messages on the meter; however, the pt does not recall going into the set up mode after replacing the battery. Pts's meter was set to mg/dl, when it needed to be in mmol/. The pt claims their readings were high and interpreted the readings to be in the high 20's. The pt felt tired and thirsty;however, was unsure if this was related to the recent surgery or the high readings. The pt contacted the hosp for advice and was advised to take the pt to the ER if their blood glucose continues to be high. Since the readings were high, the pt was taken to the ER. In the ER the pt was tested on the hosp device and received a 13.7 mmol/l (246 mg/dl). A lab test was also done; however, the pt does not recall the reading. The pt tested on their meter and received a 269 mg/dl. The pt did not receive any treatment and was advised to contact lifescan for assistance. Since the meter was set to the incorrect unit of measurement the pt did not change his diabetes regimen. Customer services sent the pt a replacement meter. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement.